Event description:
It was reported that the wheel got caught when loading the user dropped the cot when loading into the ambulance. It was further reported that the patient and user were injured. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
The device was evaluated by a field service technician and no product problem was found with the device and was likely due to user error.

Event description:
It was reported that the wheel of the cot got caught and the user dropped the cot when loading it into the ambulance. The device was evaluated by a field service technician and no product problem was found with the device. It was further reported that the patient sustained cuts, bruises, as well as swelling of the nose and was treated by the crew by cleaning the cuts and providing an ice pack and a user sustained a lumbar strain and was on light duty.

Event description:
It was reported that the wheel of the cot got caught and the user dropped the cot when loading it into the ambulance. The device was evaluated by a field service technician and no product problem was found with the device. It was further reported that the patient sustained cuts, bruises, as well as swelling of the nose and was treated by the crew by cleaning the cuts and providing an ice pack and a user sustained a lumbar strain and was on light duty.